Event description:
The MFR received info alleging an issue with the power cord. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address this issue.